Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and radiculopathy. It was reported that the implantable neurostimulator started moving spottily about a year prior to the report (confirmed as 2016), moving not even a half an inch, and it was tender and painful; however, it has gotten worse over the last few months. The implantable neurostimulator has probably now moved 4 or 5 inches in his back over the past 3 or 4 months. It was noted that you can see it move right over to his spine. The patient went to his health care provider a few weeks ago, and they told him that the device is unstable and there is nothing they can do. It was so painful (B)(6) 2017 that he could hardly do anything or get out of bed because he can just feel the implantable neurostimulator rubbing and it was so painful that he has dark stool. It was noted that they could not find anyone who was willing to touch it or anything, so the patient was sent physician listings for their area. There were no further complications reported.